Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support for male patient of unknown age, the automated impella controller (aic) did not display placement signal. The type of issue was described as a controller error (yellow alarm). The pump is noted to generate flow and was supporting the patient. There was no reported patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: the logs were reviewed, and an unreported controller error alarm (yellow grade, event 1043) was identified. The controller error alarm triggered due to a stoppage of the communication between the 4-in-1 and the optical bench. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are lastly reported as 16384 values and then no more samples were recorded. The absence of signal not reliable (snr) samples impacted the console¿s ability to recognize the pump disconnection and required the user to perform a hard shutdown. Preceding the controller error, there was instance of an invalid placement signal the console identifying the snr as being below the minimum expected value. There was also an instance of an optical sensor system error during case start procedure. Further, rt logs revealed that at the time of the reported complaint, the snr was below specification. Device analysis: console was sent back to field service for further investigation. The 5s parameters were tested with an optical test cavity. The 5s parameters were within specification. The optical system was confirmed to be within specification, and there were no issues running an optical pump and purge. The log entry processsamplingdatafromopticalbench: sentstopacquisitioncmd ack indicates the sentstopacquisitioncmdflag was set when entering ossi_sampling_stopped_state which eventually led to a false communication stopped condition. The root cause of the controller error alarm was due to an aic software issue. This was entered into jama with defect/ bug. The reported optical signal issue was most likely caused by incomplete insertion of the pump into the pump receptacle (air gap). D2 common device name revised on manufacturer device report 1220648-2024-07739 in accordance with updated procedures g1 reporting contact email revised on manufacturer device report 1220648-2024-07739 in accordance with updated procedures.